Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he had changes in stimulation sensation and had an intermittent return of symptoms. The patient increased stim once from 1.8v to 2.0v. There was no fall or trauma related to this issue. The patient made an appointment with the health care professional (hcp) for (B)(6) 2016 but planned to make one sooner if the symptoms did not resolve. The stimulation sensation came and went randomly and it was not positional. The patient had a sudden urge to urinate that was also intermittent. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the event, the actions/ interventions taken and the resolution of the event. If additional information is received, a follow up report will be sent.